Event description:
Additional information was received that reported the patient experienced a loss of therapeutic effect and acute pain. It was noted that the patient's toes would curl on his left foot. There was no known event or accident related to the onset of symptoms. The implantable neurostimulator was confirmed to be on. It was noted that the patient was being weaned off klonopin following surgery in (B)(6) 2012. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3387-40, lot# v003141, implanted: (B)(6) 2006, explanted unk; extension: model 748251, serial# (B)(4), implanted: (B)(6) 2006, explanted unk; programmer: model 37642, serial# (B)(4).

Event description:
It was reported that a few days after neurostimulator replacement due to battery depletion, the patient was showing limited therapeutic benefit as compared to the good therapy he was receiving prior to the replacement. The dystonic symptoms became worse each day until he was having large motor movements with his arms. The new neurostimulator had been programmed with the same settings as with the previous neurostimulator. On (B)(6) 2012, the patient was not getting any therapy from the right side neurostimulator and some impedance measurements were greater than 40,000 ohms. Impedance measurements were as follows: c0=37 ,173; c1=39,000; c3=1300; 0-3=28,000; 1-3=32,000; c2, 0-1, 0-2, 1-2, and 2-3 were greater than 40,000 ohms. Though c3 was within normal limits, the patient was not getting any therapeutic benefit from that combination. The patient was getting therapeutic benefit from the left side neurostimulator. It was thought that intraoperative impedance measurements were within normal limits. Chest x-rays taken (B)(6) 2012 were negative for anything remarkable. Skull x-rays taken a few days prior to that were also negative. The patient had been hospitalized since the replacement took place on (B)(6) 2012. It was noted that the patient's left/right alignment was atypical: the right brain controlled the trunk, neck, and mouth, while the left brain controlled symptoms for the right arm and leg. It was also noted that the patient typically had a dramatic and quick response to stimulation. Exploratory surgery took place on (B)(6) 2012. Upon opening the pocket it was immediately apparent that the extensions were not fully inserted into the neurostimulator. The extensions were wiped down and re-inserted into the neurostimulator and impedances were then within normal limits. As the patient began waking up post-op, the manufacturer representative put the programmer over the neurostimulator to recheck impedances. At that time, the patient became agitated and his arms began moving "wildly around". There was concern that the patient hadn't responded to therapy on one side. The voltage was reduced to 2.6 volts and was potentially going to be titrated up over a prolonged period of time to see how the patient responds.

Event description:
Additional information received reported the patient looked good at 2.8 volts. He only had a "little bit" of right hand/wrist movement. The patient was happy. The physician believed the patient had needed more time and sleep.